Event description:
It was reported that following an esophageal stenting treatment procedure stent migration occurred. An 18x15 ultraflex covered ng esophageal stent was implanted in the distal esophagus to treat an unspecified stricture. The stent was considered to be fully expanded at the end of the procedure. There were no pt complications reported. The pt presented three days later and it was noticed that the stent had migrated into the pt's stomach. The stent was able to be removed by unspecified means. The physician placed an unspecified type g-tube. The physician intends on implanting another unspecified type of stent at an unk date. There were no additional reported pt complications with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.